Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-aug-2021 to 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burn smell was due to fire damage on the power supply unit. The field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system smelled like the cabinet had a burning smell and was stopped from using. Customer added that upon opening the device it looked like there were signs of burn damage to the motherboard. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system smelled like the cabinet had a burning smell and was stopped from using. Customer added that upon opening the device it looked like there were signs of burn damage to the motherboard. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power supply had caught fire and caused a small burn. The power supply was replaced to resolve. The system functioned as intended.